Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulties were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for hub/shaft separation or preparation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with st elevation myocardial infarction (stemi) and underwent a coronary procedure to treat a target lesion in the right coronary artery (rca). The 2.5 x 20 mm trek dilatation catheter was advanced without difficulty to the target lesion and inflated 1 time. No issues were noted during inflation or deflation and the device was removed without difficulty. The device was set aside and then reprepped for use to treat a second lesion. It was noted that the device would not hold pressure. Upon examination, the physician noted that the device had separated at the hub. The device was not used again. A second same size trek was used and no additional issues were noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.